Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was as high as 460 mg/dl. The customer felt awful and experienced frequent urination. The customer treated via insulin pump bolus; however, he felt the insulin sting during the bolus. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check for air bubbles, site issues, device settings and a high pressure test due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.